Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy assisted distal gastrectomy procedure, they connected the reload to the adapter, and the surgeon clamped the tissue and pushed the green button and tried to fire the device, however could not fire. The procedure was completed with another device. There was no patient injury.